Event description:
It was reported that during the setup process of a polyflux 21l, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye showed the product wet and the protection caps attached to the dialysate ports. The dialysate port was cracked at the housing. There is also a damage at the dialysate port thread. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to b3: the event occurrence date is an unspecified date in 2022. Should additional relevant information become available, a supplemental report will be submitted.